Manufacturer narrative:
The manufacturer previously reported this device under recall z-1973-2021. After further review, the manufacturer concluded reported device is not under recall. In box b describe event or problem should be reported as: the manufacturer received information from third party service center during the device evaluation, that the power connector of the unit was corroded. There was no patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected, the power connector of the unit and metallic surfaces were corroded, the unit could not power on to collect the error log/machine hours/error code numbers/software version. Additionally, contamination of dust/dirt was found on the inside of the device. The device was scrapped. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation. Remedial action and recall number was not applicable, which has been corrected in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The service center reports that the device cannot be powered on and the unit's power connector is corroded with corrosion on metallic surfaces found at evaluation. In addition, the device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.